Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (low shock impedance). The on-call physician was contacted and a request was sent to technical services to call the physician to discuss the alert. The on-call physician was contacted and informed of the alert. Technical services informed the physician that prior shock impedance measurements were in the 45-55 ohm range. There was one shock impedance measurement that was less than 20 ohms ((B)(6) 2010). The physician was notified that the patient received antitachycardia pacing (atp) in vf zone on the same day as the out-of-range (oor) measurement and there had been no shock deliveries over the life of the device. In review of the electrogram, there was noise on the shock channel. Technical services recommended that a low and high energy shock test should be performed to check the integrity of the lead and assess the ability of the device to deliver therapy. If the recorded shock impedance following the test was less than 20 ohms, technical services recommended that the device and lead should be replaced. Subsequently, boston scientific received additional information from the clinic nurse that the recorded shock impedance from the (B)(6) 2010 latitude remote interrogation was 45 ohms. The device and lead system remain in-service and no invasive intervention was reported at this time.